Event description:
Pt's mom spontaneously called and stated that her ms3 pump sn (B)(4) (02/13/2020) alerted "cartridge removed" in the middle of her infusion. They were successfully able to switch to the back up pump and pt did not experience any adverse effects from disruption in infusion. Pharmacy will send a replacement. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.